Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted; give date: not applicable, as the device was not implanted. If explanted, give date: not applicable, as the device was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 23.5 diopter intraocular lens (iol) got stuck in the cartridge during insertion. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/10/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed stuck in the cartridge tube. The cartridge was observed broken near the loading zone. The reported issue of stuck in cartridge was verified. However, the condition in which the unit was returned is consistent with the product that was handled and prepared for surgical process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.